Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. During the investigation on-site performed by our field service engineer presence of liquid spill on three printed circuit (pc) boards were found. The pc boards were replaced and returned for investigation. The visual inspection of the pc boards confirms the reported issue regarding the liquid spill. The pc boards were not further investigated since ingress of liquid/corrosive substance on pc boards can cause a number of failures/short circuits which might lead to a ventilator malfunction. There is no clear conclusion on how the liquid spill entered the ventilator or what kind of liquid spill it was. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).